Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not synchronized. A technical support specialist (tss) found that the issue was caused by a synchronization failure. The station was then resynchronized to resolve the issue. The tss updated the synchronization server configuration and performed a full synchronization of the devices, restoring proper communication and resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server an error was observed under the sync server status on the pyxis test server, and orders entered in the test ehr did not communicate with the pyxis server. However, there were no delays or adverse events or injuries reported based on this event.